Event description:
Pt states pump alarmed but continued to infuse insulin until he disconnected the infusion set. He subsequently blacked out while driving his car and was involved in a car accident. His blood glucose at the time was too low to register on the meter. After 250 cc of dextrose, his blood glucose level rose to 35 mg/dl.